Event description:
8 fr foley catheter inserted by physician after testing catheter balloon and finding it in working condition. Approximately 5 minutes after insertion, a bubble from the foley catheter noticed outside of the tip of penis and pt complained of pain. Only 1cc would deflate (originally inflated with 5cc). Attempted to deflate balloon by cutting catheter below hub without success. Sent to another hospital for removal in special procedures under anesthesia.